Manufacturer narrative:
(B)(4). D10: item # 0100214058, durom acet comp 58/52 code r, lot # 2407411. Item # 0100185146, head adapter m/0 12/14-18/20, lot # 2233541. Item # 290039150, cls stem 135deg 15.0 12/14, lot # 2283693. G2: report source germany. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that a patient had an initial left total hip arthroplasty was performed. Subsequently, after 2 years and 2 months post implantation, the patient was revised due to elevated metal ions and radiographic evidence of femoral osteolysis. During the revision, the surgeon identified a corroded cone with clear signs of metal abrasion resulting in a pseudocapsule and osteolytic changes in the proximal femur. The defects were filled with homologous grafting, but the distal portion of the stem remained well fixed and was left intact. Upon removal of the acetabular shell, no bone integration was noted and was replaced without complications. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4): this follow-up report is being submitted to relay additional information. The following sections were updated: a2, b4, g3, g6, h2, h3, h6, h11. No product was returned or pictures provided; a product evaluation could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of the complaint histories identified additional similar complaints for the reported item and the part and lot combination. Medical records were provided and reviewed by a health care professional. The review identified, pseudocapsule excised, deep gray tissue encountered, corroded cone with clear signs of metal abrasion. Osteolytic areas noted in the proximal shaft, distal portion of the stem remains well fixed and left in place. Proximal femoral shaft filled with homologous bone substitute, acetabular was removed, no bony integration noted and final replacements press fitted without complications. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.